Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device believed to be defective. No resolution reached as of the moment as there was no additional information received. To date, the device remains n service. No adverse patient effects reported.